Event description:
Intraocular lens implantation os 5/4/93. Patient seen at our facility on 7/24/91 with clinical symptom of bullous keratopathy os, mal-positioned lens, vitreous in the anterior chamber os. Patient followed from 7/4/91 to 12/91 with surgery recommened to help alleviate vision problems. Patient scheduled and had surgery on 3/11/92 for pk os/lps/ant. Virectomy/removal of lensinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. Invalid data - on device destroyed/disposed of status.